Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge fluctuated and battery would rapidly depleted. Pump shutdown unexpectedly. There was no reported impact to customer's blood glucose. Customer declined to provide further information and declined follow up from tandem technical support.